Event description:
The physicians office nurse called to report difficulty in interrogating this device during a routine follow-up. Several attempts to improve the telemetry link were unsuccessful. Based on the known crystal oscillator anomaly, the decision was made to explant the device.